Manufacturer narrative:
The unit has not yet been returned to sorin group (B)(4). The product item (B)(4) is not distributed in the USA, but it is similar to the inspire 8 oxygenator (B)(4), which is distributed in the USA (510(k) number: (B)(4)). Sorin group (B)(4) manufactures the inspire 8 start p hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4). Received a report that an increase in the pressure drop of the inspire 8 start p oxygenator was detected when blood started to permeate the oxygenator fibers during a procedure. The haematic flow was reduced by 25%. There was no report of patient injury. A review of the DHR was unable to identify any deviations or non-conformities relevant to the reported failure. The involved device has been requested for return. A follow-up report will be sent when the investigation will be completed.

Event description:
Sorin group (B)(4) received a report that an increase in the pressure drop of the inspire 8 start p oxygenator was detected when blood started to permeate the oxygenator fibers during a procedure. The haematic flow was reduced by 25%. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Sorin group (B)(4) manufactures the inspire 8 start p hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that an increase in the pressure drop of the inspire 8 start p oxygenator was detected when blood started to permeate the oxygenator fibers during a procedure. The haematic flow was reduced by 25%. There was no report of patient injury. Multiple attempts were made to collect a pump readout and other information regarding the device performance during the case. However, the customer did not respond to any of these attempts, so a data analysis could not be performed. Physical evaluation of the unit was not beneficial to the investigation, as the proper preservation procedures were not followed for the returned device. Though this type of event is classified as rare, sorin group (B)(4) has initiated a CAPA to identify possible root causes for the issue.